Manufacturer narrative:
Title: comparison of the continuation and discontinuation of perioperative antiplatelet therapy in laparoscopic surgery for colorect al cancer: a retrospective, multicenter, observational study (ycog 1603). Source: ann gastroenterol surg. 2021;5:67¿74. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed the effect of continuing antiplatelet therapy in the perioperative period for patients undergoing laparoscopic surgery for colorectal cancer between january 2011 and may 2020. Eighty-nine patients continued antiplatelet therapy, and 125 patients discontinued antiplatelet therapy before surgery. End-to-end anastomosis reconstruction was performed using a laparoscopic stapler. One patient died due to pan peritonitis after anastomotic leakage.